Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement is likely to cause or contribute to pt injury. Device issue: stent dislodgement. It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery (rca). A 2.75 x 15 mm vision sds was being advanced to the lesion; however, it would not advance past the proximal rca. Upon removal of the sds, as it was being pulled back into the guiding catheter, the stent dislodged. An attempt was made to use the scs to capture the stent, but this was not successful. A 1.5 x 15 mm voyager balloon catheter was used successfully to capture the dislodged stent and deployed the stent in a proximal lesion, which was a planned treatment site. No add'l event or pt info is available.